Event description:
A customer reported that their pump's touchscreen had cracked or shattered, rendering the screen broken and black. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.